Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported two false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 2. See case-(B)(4)for individual 1. Individual 2 (customer's wife) received a false positive result on (B)(4) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 21625k, reader sn (B)(4). A cue covid-19 test performed on (B)(6) 2022 provided a negative result. On (B)(6) 2022, individual tested negative with a certis pcr test. Individual had no symptoms. Cartridges were stored within the validated temperature range.